Event description:
It was reported that during patient use, the patient started to desaturate (not due to the ventilator), and the registered nurse (rn) tried to give an oxygen breath through the graphic user interface (gui) touchscreen. The gui touchscreen was non-responsive to touching, although the gas delivery to the patient and monitors of the ventilator were unaffected. While a new ventilator was set up, the patient was manually ventilated, and then the patient was placed on another ventilator. The patient was stable, and there was no harm to the patient.